Event description:
It was reported that during a lap sigma procedure, there was no function during test. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was received with the rotation knob broken, therefore, resulting in the clamp arm not opening or closing. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.